Event description:
It was reported that there was no ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. No technical error codes were generated to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event has not been determined.